Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and performed a probe inspection. The cse replaced reagent probe 3, which failed to auto-align post inspection. The cse also replaced reagent probe 4. The cause of the discordant enzymatic creatinine result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low enzymatic creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument. A new sample was tested in a cup on an alternate instrument. The repeat result from the initial sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine result.